Event description:
It was reported that the patient had a controller exchange on (B)(6)2023. No details associated with the controller exchange were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was not confirmed as no log files were submitted for review and no products were returned for analysis. Multiple attempts were made to determine the reason for the exchange, if the exchanged controller will be returned for analysis, and if any log files are available for review; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.